Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The patient¿s had a funnel aortic neck 31-22mm over a 3cm length. Moderate calcification was present in the aortic neck. It was reported that during the index procedure, the physician decided to land the bifurcation in the 22 mm in diameter aortic neck region however, a proximal type I endoleak was observed. The physician decided to implant an endurant cuff resolving the event. The physician believes the cause of the event was related to the patient¿s anatomy due to the 31-22mm in diameter funnel aortic neck. No additional clinical sequelae were reported and the patient is fine.